Manufacturer narrative:
H4 (device manufacture date) was corrected. The reported complaint that "the autopulse platform (sn: (B)(6)) displayed fault code 16 (timeout moving to take-up position) upon powering up" was confirmed during archive data review and functional testing. The root cause of the fault code 16 was a seized brake gap, possibly resulting from neglect/user handling. Further review of the autopulse platform archive revealed that frequent daily checks were not performed. As per the customer, the autopulse platform was stored in a zoll carrying case in the side door of their ambulance. The customer is located in florida, which is a high humidity location. Frequent daily device checks and storing the autopulse in a low humidity location could help prevent the brake gap from seizing. Also, no documented report was found showing that regular preventative maintenance (pm) was performed on the autopulse platform since it was acquired by the customer in 2019. The lack of regular maintenance could lead to degradation of the mechanical components of the drivetrain, including brake seizure. During visual inspection, the front enclosure and top cover were observed damaged, unrelated to the reported complaint. Based on the photos provided by the zoll service team, the front enclosure was scratched, and there was a vertical crack going through one of the screw fittings. The top cover was scratched and chipped at a few locations. Also, there was a crack going around and there was one large crack going through one of the corners of the top cover. The observed physical damages appeared to be the characteristics of harsh impact, attributed to user mishandling. The top cover and front enclosure were replaced to address the issues. The archive data was reviewed and revealed multiple fault code 16 (timeout moving to take-up position) error messages; thus, confirming the reported complaint. The autopulse platform failed the initial functional test due to fault code 16 displayed during take-up; thus, confirming the reported complaint. While powering on the autopulse platform, there was no brake activation. The brake assembly was seized causing the fault code 16 to occur. The brake gap was cleaned using ipa (isopropyl alcohol) to unseized, and it was adjusted to remedy the fault. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, once the lifeband was installed and the autopulse platform (sn: (B)(4)) was powered on, the platform displayed a fault code 16 (timeout moving to take-up position) error message. The ems crew replaced the lifeband and changed the battery to troubleshoot the issue, but the fault code did not clear. As per the customer, the autopulse platform was stored in a zoll backpack carrying case in the side door of their ambulance. No patient involvement.